Event description:
It was reported that there could be potential managed ventricular pacing (mvp) without ventricular conduction and possible right ventricular lead oversensing. It was also reported that it appears that there is atrial undersensing as well as possible oversensing of the t wave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.